Event description:
It was reported that the r wave amplitude and capture threshold varied from implant to post-implant. The lead was repositioned in 2008 and values are stable.

Manufacturer narrative:
No medwatch form was received.